Event description:
The customer reported the autopulse nxt platform (sn (B)(6) required power cycling to restart compressions after pausing for pulse checks during a call involving a 56-year-old approximately 100kg male patient. The unit cycled for two minutes before the platform was paused by the customer for pulse checks. This happened two- or three-times during use. The crew immediately switched to manual CPR for approximately 10 minutes until they arrived at the local hospital where care was handed off. (B)(6) (return of spontaneous circulation) was never achieved. The patient was pronounced at (B)(6) hospital in (B)(6). Now the platform will power on but only performs 3 or 5 compressions before stopping and showing a flashing red error message. Attempts to troubleshoot have been unsuccessful. Per the customer, the patient outcome was due to his injuries not supporting life and not the failure of the device.

Manufacturer narrative:
Part a (patient information), b5 (describe event or problem), h6 (adverse event problem) were updated based on customer response. The reported complaint that the autopulse nxt platform (sn (B)(6) required power cycling to restart compressions was confirmed during archive review and functional testing. The complaint that the platform is displaying a flashing red band guard lock indicator was not confirmed during archive review or functional testing. It is likely that the customer reported the incorrect color led indicator. After reviewing the archive log, it was found that the platform completed 208 compressions in 2 minutes and 52 seconds before stopping due to fault 1300 (fault_no_fans_fun). Following multiple power cycles, the platform managed to perform a few more compressions but then stopped again, triggering fault 1300. At that point, the yellow triangle alert indicator began flashing and remained illuminated. The fan failure was attributed to blood ingress, which shorted out the fan's wire circuit. Review of the archive data indicated fault 1300 (fault_no_fans_fun): the fan is not functional, thus, confirming the reported complaint. The autopulse nxt platform failed the preliminary functional test due to an alert displayed upon power on. The yellow triangle alert indicator began flashing and remained illuminated. The fan was not operating, confirming the reported complaint. Visible smoke was observed emanating from the left baffle, accompanied by an electronic burning smell. After removing the bottom enclosures, the presence of blood ingress was observed around the fan and other areas of the platform. The visible smoke observed emanating from the left baffle was caused by blood ingress, which shorted out the fan's wire circuit. The fan assembly, baffles, and o-ring were replaced to remedy the reported complaint. Bio-cleaning was performed to remedy the blood ingress. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6) required power cycling to restart compressions after pausing for pulse checks. This happened two or three times during use. Now the platform will power on but only performs 3 or 5 compressions before stopping and showing a flashing red error message. Attempts to troubleshoot have been unsuccessful. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.